Event description:
The customer reports that on "(B)(6) , 2010, a luxtec lx300 xenon light source, a (B)(6) luxtec light cable and a luxtec lighted breast retractor (unk pn) were being used for illumination during a breast augmentation surgery. There were sterile drapes surrounding the surgical site and under the drapes was a warming blanket. The lx300 light source was set to allow the maximum amount of light into the light cable. At the end of the procedure, the light source was switched off and the light cable was removed from the light source. The retractor was removed from the light cable. The end of the light cable that connects to the retractor was immediately placed on the drape (no time allowed for the cable to cool) and caused 5 or 6 small holes in the drape, jeopardizing the sterile field. Because a blanket was underneath the drape, no injury occurred."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.